Event description:
Tubing for curlin 4000 IV infusion pump would not prime. Same thing happened two nights in a row for this pt. One week later, received same complaint from another pt's caregiver. Both caregivers have been independent in attaching tubing to IV bags, priming tubing and infusing IV in their children for several weeks.